Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation. The device appeared to be damaged and was replaced. It was noted that this was the second device that had been removed from the pt because of "adverse action" in his body (see MFR report # 3004209178200806161 for first reported event). Add'l info was requested.